Event description:
On 7/12/94 modified mcbride bunionectomy on left foot. Antibiotic therapy started post-op. On 7/22/94 severe blister on left foot which the surgeon feels is related to the suture material.